Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the load process, no drops were observed exiting the tubing. During troubleshooting with tandem technical support, the customer disconnected the infusion set tubing from the cartridge and re-connected it. Subsequently, the customer loaded a new cartridge and completed the load process, however drops were still unable to be observed. The customer's blood glucose level was 67 mg/dl. The customer had manual injections available as alternate insulin therapy.